Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since around (B)(6) 2020, they have felt like the implanted neurostimulator (ins) has "crept up"/moved upwards in their body.  No symptoms reported.  The patient reported they have an appointment with their doctor on (B)(6) 2021. (B)(4).